Manufacturer narrative:
Revision occurred after 7 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 7 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 40 mm + 6 135/145* humeral stability cup was explanted. This item was replaced with 40 mm + 9 135/145* humeral stability cup.